Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump battery. Reportedly, customer changed out the usb cable. Customer's blood glucose was 60 mg/dl.